Event description:
On (B)(6) 2013, it was reported that the patient's infusion device displayed e2 (battery empty) without first displaying a2 (battery low). The patient had put a new battery in the device 12 hours before the incident occurred. The patient was not using the recommended battery for the device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
A2 and e2 were found in the history list. The acid of the double layer capacitor (goldcap) has leaked out and this defect causes a high power consumption of the insulin pump and the battery runtime is shortened. The high power consumption led several times to a quick voltage drop, therefore, no a2 (alert battery low) before e2 (error battery empty) message was triggered.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.